Event description:
The customer reported that there was no image on monitor. The problem occurred during a case. The site exchanged the c-arm with another system. A pt was involved but was not injured.

Manufacturer narrative:
The ge svc rep removed and replaced the defective ccd camera. He removed and replaced shorted hv voltage cable. The rep realigned the ccd camera, verified fluoro and camera operation. System operating as intended.